Event description:
It was reported that a surgical procedure is scheduled for examination under anesthesic, arthroscopy and arthroscopic arthrolysis.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this clinical study was re-opened due to the receipt of an ae #3 forms. However, neither the explant, nor clinical supporting documents have been provided for inclusion in this investigation. Therefore, no medical assessment can be performed. In the event relevant clinical/medical information is provided, this complaint will be reassessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.